Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Performance with the device is currently unchanged. However, measurements performed might indicate a device malfunction. Explantation is considered.

Manufacturer narrative:
Additional information: according to the received information, no outcome of the art measurement at the patient could be obtained. However, reportedly the patient's hearing performance has not been affected. To determine an exact root cause, an investigation at the explanted device has to be performed.

Event description:
Performance with the device is currently unchanged. However, measurements performed might indicate a device malfunction. Explantation is considered. However, no decision on the reimplantation has been received.